Event description:
It was reported that the patient received inappropriate atp and hv therapy for an svt. Reprogramming changes were recommended. No further information is available at this time.

Manufacturer narrative:
(B)(4).